Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Customer loaded several new cartridges to resolve the issue however the cartridge alarm kept recurring. The caller was interested in obtaining a loaner pump.there was no adverse impact to the customer¿s blood glucose level.